Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with the meter compared to the lab on a pt about a month ago (customer was not certain of the date). Customer couldn't recall the exact results, but had an idea of where they were around. Test results: inratio: a result above 4.0. Lab: a result within 2.0-3.0. Time between testing: customer could not recall.